Manufacturer narrative:
Conclusion: as reported by a healthcare professional, a deltapaq coil (cdf10015230/ s10519) failed to detach during the middle cerebral artery procedure. The coil was successfully removed from the patient without coil stretching, and was still attached to the delivery system. The procedure was continued using the same detachment control box and connecting cable. A pre-deployment electrical check had been performed and a fault light was not seen during the case. Upon pressing the power button, all lights illuminated and the system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There were no potential adverse events or procedure delays. It was reported that the device would be returned for analysis. The device was returned fully sheathed. The distal end of the embolic coil is located in the green introducer near its distal end. There are no apparent kinks or bends in the device positioning unit (dpu) core wire. The ball tip is intact. There are no kinks or stretched sections in the embolic coil. The articulating joint and resistance heating (rh) coil are obscured by the green introducer. However, the articulating joint appears to be intact. The v-notch of the resheathing tool is undamaged. The embolic coil was advanced out of the green introducer to visualize the articulating joint and rh coil. The articulating joint is intact, and the rh coil has not received heat and melted. The resistance of the device was measured, and thee resistance was 51.4, which is within the specification range of 48.5 ¿ 56. The device was connected to a lab sample detachment control box with a standard connecting cable, and the power was turned on. The system ready light illuminated. The embolic coil was immersed in warmed enzyme solution and the detach button was pressed. The embolic coil detached. Microscopic examination of the rh coil after detachment shows that the rh coil is slightly darkened, indicating that it has received heat and melted. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil failed to detach was not confirmed. The coil detached under laboratory conditions. Without the return of the dcb and connecting cable used during the event, the cause of the failure to detach cannot be identified. The root cause of the customer¿s inability to detach the coil could not be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis; however the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.,

Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a deltapaq coil (cdf10015230/ s10519) failed to detach during the middle cerebral artery procedure. The coil was successfully removed from the patient without coil stretching, and was still attached to the delivery system. The procedure was continued using the same detachment control box and connecting cable. A pre-deployment electrical check had been performed and a fault light was not seen during the case. Upon pressing the power button, all lights illuminated and the system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There were no potential adverse events or procedure delays. It was reported that the device would be returned for analysis.